Event description:
Caller alleged imprecision with the inratio meter. Results as follow: dates: (B)(6)2012, inratio results: 1.2. Dates: (B)(6) 2012, inratio results: (initial: 0.9, retest: 1.5). Retest was done one hour later. Patient's therapeutic range 2-3.

Manufacturer narrative:
Pending investigation.